Manufacturer narrative:
A sample has been received and is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy procedure the probe's blade did not move. The issue was resolved by replacing the probe with another. Add'l info has been requested for this case.